Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 450-500 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.